Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Event description:
Customer reported meter displayed e4 and e8, which are not specified errors of the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Requested return of device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.